Event description:
During an l3-l4 xlif procedure, the physician reported that the maxcess retractor moved and nicked the patients ivc, resulting in blood loss. The injury was repaired by the general surgeon. The xlif procedure was completed approx. One week later.

Manufacturer narrative:
The device was returned to nuvasive 07/24/2007 and was inspected for any condition that may have contributed to the reported event. The device met all specifications for component surface condition, as well as the functional and rigidity tests of the retractor arm. The cause of the reported event is not known. The maxcess system instructions for use contain the following caution: "when utilizing instruments, be careful not to damage adjacent nerves, vasculature or other anatomical structures."